Event description:
The customer reports that they have a malfunctioning spo2 sensor.

Manufacturer narrative:
The customer reports that they have a malfunctioning spo2 sensor. Philips determined that there was a loss of spo2 parameter with no inop generated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4)